Manufacturer narrative:
See investigation attached. (B)(4).

Event description:
Allegedly, patient was revised due to acetabular component loosening , metallosis with probable adverse tissue reaction and elevated ions levels of his right hip.